Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she experiences a heating sensation all the time. The patient stated the heating sensation is worse when she charges her ipg. Additionally, the patient states she has lost weight and her ipg sticks out and catches on her clothes. A replacement le charging system was sent to the patient. The patient is to meet with her physician and the sjm representative as the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.